Event description:
The user facility reported that the physician was crossing a very tight inferior vena cava (ivc) with the navicross catheter over a glidewire. After removing the catheter, the physician noticed a marker from the catheter on the next fluoroscopy. After reviewing the catheter, they noticed that it was missing the distal radiopaque marker. The physician stented the marker in place and the patient tolerated that well. The case was successful. The estimated blood loss was less than 250cc. The patient was stable. The procedure outcome was a success. A stent was placed to cover the marker. Additional information was received on 11 july 2022: the procedure was a vena cava stenting. Additional information was received on 12 july 2022: there was no harm done to the patient.